Event description:
On april 13, 2006, a customer complaint reported that an event had occurred that involved a bayer advia 70 hematology analyzer. This system exhibited a recurring problem when running the test point high control-multiple lots were tested. The first sample of high control read correctly, if additional samples of high control were subsequently run, the wbc results were far out of range-very high, very low or dashes (hgb, rbc etc. Results good). A review of quality system documents at drew located a corrective action request dated 2006 filed by production indicating a similar problem with new instruments. At the time, the investigation indicated the cause to be a change of valve 21 performance. The current production of valves from the supplier had a slightly reduced restriction to flow when open causing the first step drain of the wbc cuvette in the extra rinse procedure to bring the liquid level below the aperture while a reduced absolute pressure was present behind the aperture.

Manufacturer narrative:
This results in a small air bubble being entrapped just behind the aperture resulting in interference with the electrical characteristics of the sampling electrode. This effect is verified by reviewing the datalog file results at drew and data supplied by bayer which indicated elevated aperture voltage on incorrect samples. The aperture voltage is the result of a constant current applied between the sampling electrode and the reference electrode in the cuvette. This elevated voltage is due to a high resistance contact of the sample electrode with the fluid behind the aperture. Co 532 dated 23 february 06 authorized implementation of a change that altered the drain sequence in the extra rinse procedure to eliminate this possibility. The errors noted occurred in production test when linearity material was being tested. In all examples noted at drew, the error was obvious and noted on the report. When the woc count varies excessively from the wic count, a wbc flag is reported. When the impedance channel histogram (not displayed) indicates lymph% or neut% that varies excessively from the optic differential, the differential data is marked with a d flag. Both the linearity exceeded warning and the d flag were present in the samples observed at drew. Drew developed and tested a modification to the extra rinse procedure to add additional margin in the timing and liquid level of the wbc cuvette. At the time, drew considered the change as trivial since all released product passes tests that establish the proper operation of the extra rinse sequence in both test and qc. It would appear that the v21 in question in the bayer instrument has slightly reduced its open flow restriction since being shipped to the field exposing this problem. Further investigation prompted as a result of the customer complaint suggests that the problem initially seen in instrument production may be present in other instruments as well. While the risk is remote, the possibility does exist that under certain circumstances erroneous, but not obvious data may be reported.